Event description:
It was reported that the device could not show rotation speed and the procedure was cancelled. A rotablator console kit was selected for use. During the procedure, it was noted that the device could not show rotation speed. The procedure was not completed due to the event. No complications were reported and patient was stable.